Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain with pacing. There was a possible right ventricular (rv) lead perforation. Intermittent high impedances were also noted on this lead. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.